Manufacturer narrative:
The thermogard ivtm console was evaluated at the user facility by a zoll azm technical service personnel on 02 feb 2016. The reported error message displayed was confirmed and related to the cooling fluid sensor cable. The technical service personnel was able to reconnect the sensor cable and confirmed the proper function of the thermogard console. A functionality test was performed on the console and the device met all specifications.

Event description:
It was reported that during self test, the thermograd ivtm console displayed an error message, "mid 09" (air trap assembly) upon powering up . The error message would not clear after several attempts to turn on and off. A replacement thermogard console was used to complete the therapeutic treatment on the patient.